Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 559 mg/dl. The customer was treated for the high blood glucose with a manual injection of insulin. The customer was informed that there could be many reasons for high blood glucose. The caller was the patient's mother. They had called initially to program her son's insulin pump. The customer was assisted with programming the time/date and basal on the insulin pump. The customer was advised to monitor the insulin pump for any further issues. No further information was provided.